Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 1 year, 9 months. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that an increase in pump power consumption was observed on an unspecified date. A transesophageal echocardiogram and CT scan were performed and pump thrombosis was suspected. The patient elected to stop all further medical treatment. The patient subsequently expired on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The reported increase in pump power consumption was confirmed through an analysis of the submitted system controller log file; however, a direct correlation between this pump power elevation and the report of suspected thrombus could not be conclusively determined. The left ventricular assist device was not explanted from the patient; therefore, the root cause of the pump power elevation could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.